Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that two weeks following a deep brain stimulation (dbs) implant procedure, the patient developed bilateral edema localized at the distal end of the lead, leading to inflammation and swelling. Corticosteroid therapy was administered, resulting in resolution of symptoms. Computed tomography (CT) imaging was conducted to further evaluate the condition. The patient is currently in stable condition.

Event description:
It was reported that two weeks following a deep brain stimulation (dbs) implant procedure, the patient developed bilateral edema localized at the distal end of the lead, leading to inflammation and swelling. Corticosteroid therapy was administered, resulting in resolution of symptoms. Computed tomography (CT) imaging was conducted to further evaluate the condition. The patient is currently in stable condition. The patients dbs system was programmed, and the patient was deriving a benefit from it. Additional information was received indicating that the bilateral peri-lead edema persisted for a duration of approximately one week to one month prior to resolution. Initial symptom improvement was observed within 5 to 7 days to 1 month following the onset of treatment.

Manufacturer narrative:
Correction to supplemental report required in block: b5. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7129239, UDI: (B)(4).

Manufacturer narrative:
Correction to initial MDR bsc aware date (g3): 04jul2025.

Event description:
It was reported that two weeks following a deep brain stimulation (dbs) implant procedure, the patient developed bilateral edema localized at the distal end of the lead, leading to inflammation and swelling. Corticosteroid therapy was administered, resulting in resolution of symptoms. Computed tomography (CT) imaging was conducted to further evaluate the condition. The patient is currently in stable condition.